Manufacturer narrative:
A review of the device history record (DHR) for lot number 632213 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No adverse conditions, special circumstances, or events were documented that may have led to the reported event. In addition, dhrs were reviewed for the hydrogel body subassembly utilized in the production of this lot. The uv dosage outputs for curing the hydrogel bodies were within the proper range. The conductive silver/silver chloride ink and gel batch mix sheets were also reviewed. All components and mix time were within tolerance. During the production of hydrogel bodies, the sub-assemblies tested for delamination, by simulating the removal of the electrode release liner by a clinician prior to delivering therapy. The production lot numbers for hydrogel body sub-assembly did exhibit some minor aesthetic delamination, but no functional delamination. This type of event is commonly referred to gel delamination. Gel delamination occurs when the gel-to-release liner bond strength is greater than the cohesive strength of the gel or greater than the gel-to-substrate bond strength. Such an inequity in bond strength can cause the gel to peel from the substrate and/or tear. Delamination is categorized as follows: an aesthetic delamination defect is characterized by a permanent separation of the hydrogel from the substrate, exposing the underlying carbon vinyl with little (i.e. Area less than 1/8 inch x 1/8 inch) or no hydrogel remains on the release liner. Also, no silver/silver chloride ink is exposed. Aesthetic delamination defects will not significantly affect electrode function, but may displease the clinician. Functional delamination is a permanent separation of the hydrogel from the substrate such that the silver/silver chloride ink remains exposed. Additionally, per the defibrillation electrodes design input document for defibrillation electrodes, there shall be no less than 55% hydrogel remaining on the adult electrode when the release liner is removed from the electrode. There shall be no less than 78% hydrogel remaining on the adult electrode, when the area of separation includes the area of underlying conductive mat. With loss of the hydrogel no more than the percentages as defined above the electrodes retain functionally essential performance; however the reduction in the hydrogel area with the silver/silver chloride ink being exposed may cause an increase in current density across the remaining gel area. This increases the potential for skin irritation and burns. Additionally, gel delamination is possible if the defib electrodes are not properly stored. As indicated on the product packaging, proper storage and usage of the electrodes is critical to the performance of the gel. The electrodes should be stored in their sealed protective pouch in a cool, dry place and out of direct sunlight. Do not open package until ready for use. Do not bend, fold, or puncture the packaging. Improper storage conditions and/or handling of the product may compromise gel properties prior to the expiration. Photograph depicting the reported issue was provided by the customer. The degree of the gel delamination observed by the customer included the conductive mat area. From evaluation of the photograph, it was difficult to determine if there was less than 78% hydrogel remaining. The physical sample was requested for evaluation; however has not been received. Production retains (5 sets) for lot 632213 were also evaluated. None of the production retains examined exhibited delamination. Based on the complaint description provided and the investigation, gel delamination described by the customer is confirmed. The issue is most likely related to the manufacturing process in relation to the uv curing process, which can affect the electrode gel body particularly as the finished electrode ages and becomes closer to the expiration date. Corrective and preventative actions have been initiated. The manufacturing facility has recently approved the use of an improved uv curing system (referred to as the ¿upstairs uv fusion system). The gel body sub-assembly mfg. Line currently has two uv systems. Gel bodies currently run in the downstairs uv fusion system (at high or low power setting). The gel bodies have validated on the upstairs uv fusion system (variable power) as a process improvement. The variable power output of the upstairs uv fusion system allows more flexibility to dial in the uv intensity while mitigating excess heat generation in the oven and improving single directional peel (delamination) performance throughout the life of the product. Physio-control/stryker has approved this process improvement (approved by physio-control/stryker on 1/23/2019). Manufacturing will start producing gel body sub-assemblies on the upstairs oven during the next production campaign. The reported customer complaint is confirmed. The root cause was determined to be the manufacturing process in relation to the uv curing process. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports: hydrogel delamination was found on one set of electrode.